Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: tip of the hammer (mallet part) broke off and is now disassembled from handle. This complaint involves one (1) device. Concomitant products: combined hammer 700g can be mounted f/35. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 h3, h6: part: 03.010.056 lot: 3423229 manufacturing site: hägendorf release to warehouse date: april, 21, 2010 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the combined hammer 700g can be mounted f/35 was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the zyl stift 4x18 component was missing. No other issues were identified with the returned component of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. - hammer, 700 gram dimensional inspection: there was conclusive evidence that the returned device was missing a component, so the dimensional inspection was not performed. Investigation conclusion the complaint condition is confirmed for the combined hammer 700g can be mounted f/35. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D8. H6: complaint is confirmed as we are able to confirm complaint description (fell apart), but complained issue (breakage) could not be replicated and/or confirmed based on the received picture. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. H4, h6: a device history record (DHR) review was conducted: part: 03.010.056. Lot: 3423229. Manufacturing site: hägendorf. Release to warehouse date: (B)(6) 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the tip of the hammer (mallet part) broke off and is now disassembled from handle. There was surgical delay of two (2) minutes reported. Another hammer was used to complete the procedure. No fragments were generated. Procedure was completed successfully.